Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique, further described as patient made a mistake/ touch contamination. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Three days after admission to the hospital, the patient was scheduled to be discharged. No additional information is available.